Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On 07/30/2024, it was reported that on 06/30/2024 the patient had a sensor on, but it was not working. The episode occurred after the sensor was inserted in the abdomen. The patient requested a new sensor because she was in the hospital due to stroke from hyperglycemia. The patient was reportedly unaware of the behavior of her receiver at the time of the event. There were no details provided about estimated glucose value (egv), alerts, or alarms. The patient was reportedly found comatose by a neighbor and emergency medical services (ems) was called. The patient's blood glucose (bg) was 800 mg/dl. The patient was hospitalized for a month. Medication documented includes bolus insulin and metformin. The patient was monitored by fingerstick during the hospitalization. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was doing fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - impact code problem code: f14 (prolonged episode of care). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.